Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-nov-2018 with the following findings: evaluation revealed that during the load cartridge step, the pump failed to detect the cartridge. During investigation, the force sensor calibration test revealed the sensor was out of specification. The pump was opened and one of the pins on the force sensor flex was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of specification; a pin on the force sensor flex was damaged. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08-nov-2018.